Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned an alarm, indicating that the device reached the 80-hour expiry time. The device functioned as intended and alerted the user of the expiration. Inspection of the device found no evidence that would result in the cannula dislodging; a root cause could not be determined. No evidence was found that would result in a failure of the adhesive pad to adhere; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 34. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Changing your pod 3 / page 23. Warning: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had to visit the emergency room due to high blood glucose levels of 27 mmol/l (486 mg/dl) after wearing the pod between 4 and 24 hours on the hip/buttocks. The patient was at school when the pod fell off, causing the cannula to come out of the infusion site. The patient started vomiting and her body temperature went up, she was taken to the doctor, who gave her insulin (2.5 units) to treat the hyperglycemia.